Event description:
A dialysis facility technician reported a pt's venous needle became dislodged during a treatment on a system 1000 hemodialysis machine with no reported alarm. The dislodgement was discovered when blood was seen on the floor (amount not reported). The pt went into cardiac arrest and was transferred to the intensive therapy unit. It has been reported that the pt is fine.